Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6). This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00350. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the customer reporting that a ¿check vent: backup alarm failed" (diagnostic code 1104) error occurred on a v60 ventilator. The device was not in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) confirmed the issue in the event log. The pse replaced the cpu board to correct the issue. The device was operational after repairs were completed.